Manufacturer narrative:
The service engineer evaluated the ventilator and confirmed the customer reported condition. To resolve the condition, the breath delivery unit (bdu) printed circuit board assembly (pcba) was replaced. The ventilator passed performance verification testing, short self-testing, and extended self-testing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventilator generated an error which rendered the ventilator inoperable. There was no harm to the patient as a result of the event.